Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had reservoir leak. The customer¿s blood glucose level was 239 mg/dl at the time of the incident. The customer states the reservoir leaked from side and where the o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis.